Manufacturer narrative:
This report is submitted on 29 april 2021.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018 to replace abutment.

Event description:
Per the clinic, it was reported that the patient experienced recurrent chronic infection at the implant site and was subsequently treated with multiple rounds of medication (type, date and duration not reported). It was reported that treatment to date has been unsuccessful. The patient continues to be managed by their healthcare provider.